Event description:
Status post revision of fusion, pt complained of pain and returned to or for a second revision. X-ray showed one rod disengaged from the right s1 pangea polyaxial screw. The pangea locking cap was still attached to the screw. The x-ray also showed the vertebral spacer-tr at l5-s1 shifted posteriorly. The surgeon removed and replaced screws, rods and locking caps. The vertebral spacer-tr was removed and replaced with other hardware, anteriorly at l5-s1. This is one (1) of our (4) reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.